Manufacturer narrative:
The device history record (DHR) for lot 10884521000575 could not be reviewed because the lot number does not exist. The lot number provided by the customer does not match our lot sequential number. A search of our complaint database could not be performed with the lot number provided by the customer. Since no lot number was provided, the review of calibration and maintenance activities could not be performed. There were no related processes or material changes related to the reported condition for this product. Since no lot number was provided, the review of review any process or material changes could not be performed. A review of the machine setup was conducted and there were no issues. A review of the machines in its current condition was conducted by the quality engineer and there were no issues. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The customer provided a picture of the sample with the needle bent. However, it is inconclusive what caused the needle to bend. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause is user technique when initiating the safety shield. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 02/05/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states the nurse tried to activate the safety device and the needle bent and went through the safety cap. She heard the safety click although the needle was bent and the safety device wasn't fully activated. She didn't use more force than any other time. She activated once on a hard surface and the other with her thumb, both times this happened.